Event description:
It was reported that prior to the start of a da vinci-assisted inguinal hernia surgical procedure, during case setup, error c-33 was observed at startup on the generator. A technical service engineer (tse) confirmed the error on the system log review. The staff removed and reconnected the rear cables and rebooted the generator multiple times, but the error persisted. They also confirmed an additional error code was present. The procedure was continuing with third party generator with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced integrated electrosurgical unit (iesu) to resolve the issue. The system was verified and ready to use. The unit was returned for failure analysis, and the reported issue was confirmed using logs, log review revealed recurring error c-33 on multiple days. During testing, the unit displayed error code c-33 at startup, and the logs recorded code c-00. The probable cause of error was attributed to a faulty electrical component inside the generator.